Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 5mm proximal of the proximal markerband. It is not possible to fully inflated due to the balloon pinhole. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
Reportable based on device analysis completed on 24sep2024. It was reported that inflation failure occurred. The 80% stenosed target lesion was located in the non-tortuous arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the pressure could not be raised, and a leak from the balloon was found. The procedure was completed with another of the same device. No complications were reported, and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.